Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed that the imaging system displayed an invalidate home prompt at startup. It was reported that the invalidation of home restored functionality. There was no patient present when this issue was identified. No additional information was provided.